Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multi-system organ failure. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2022 due to multi-system organ failure. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. Hm3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.